Manufacturer narrative:
Mitek is at this point in time, awaiting receipt of the complaint device towards conducting a failure analysis. When all is said and done, the results and conclusions of the investigation will be the subject of the follow-up report.

Event description:
Our affiliate is reporting that during an arthroscopic shoulder procedure, a portion of the distal end of a mitek penetrating suture grasper broke off into the patient's joint space. The fragment was retrieved from the body and the procedure was completed successfully without further incident or harm to the patient.